Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The driver is not designed to hold the guide; however, the device did not operate as intended by the user. Requested but not returned by hospital.

Event description:
During a procedure the guide fell off the driver and in to the patient. The guide was removed from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Investigation into the reported issue has been completed and a design change has been implemented.